Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 566mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the mother to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. The mother stated that his doctor wanted to take out her son basal rates. Assisted the caller with taking the rates out of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.